Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. It is reported the screw remains implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a post op screw fracture. Patient had a l4-5 anterior lumbar interbody fusion (alif). It reportedly looked like a full plate was used. The post op 1 year CT scan showed a screw fracture in the right side of l5. It reportedly looked like it fractured about 1/3 of the way from the head of the screw. The doctor reported that the patient had been seen in clinic and was satisfied with the results from his surgery, and CT showed evidence of fusion through the peek. It is reported the surgeon has no plans to revise the patient, and at this time. It is reported the patient is doing well and returned to work many months ago. No adverse events were reported.